Manufacturer narrative:
Concomitant products: femoral rings, screws and rods (implant: (B)(6) 2007 ). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient presented with stabbing, penetrating, unbearable back pain. Per medical records, the patient was ¿struck in the back by the side view mirror of a passing vehicle while he was working on a job site in (B)(6) 2001. His back pain began then and has become gradually worse. He complained of 80% low back pain and 20% leg pain. He rated his back pain as a 9/10 and the leg pain as 3/10. Both the bilateral buttocks and posterior thighs are affected with a stabbing-type pain. The toes bilaterally are occasionally numb. He reported intermittent loss of balance and leg weakness. He denied bowel or bladder changes. His pain was worse when standing, bending forward, or backward. No position relieved it. He has had three epidural steroid injections from l3 to l5. These decreased his pain by approximately 25% for less than one week. He had no formal physical therapy. He was taking oxycontin until one month ago when he switched to percocet¿. ¿a diskogram performed on (B)(6) 2006, shows high concordance at every level tested including l3-l4, l4-l5, and l5-s1. Plain films of the lumbar spine today [(B)(6) 2007] demonstrate moderate disk space narrowing at l3-l4, l4-l5, and l5-s1 with facet hypertrophy and sclerosis at these levels. There is very mild lumbar dextroscoliosis¿. Patient was treated with medication. On (B)(6) 2001 patient underwent bilateral facet injections at l5-s1. On (B)(6) 2007 patient presented at office visit with sharp, stabbing continuous pain. The patient was treated with medication. On (B)(6) 2007 the patient presented for surgery with worsening discogenic back pain in association with l4 to s1 spondylosis. The patient had pain that was unresponsive to conservative means and presented for a front-back spinal fusion from l4 to s1. The patient underwent a two-stage procedure, anterior and posterior spinal fusion¿. The first part of the procedure (anterior) consisted of: 1. L4 to s1 anterior diskectomy and osteotomy. 2. L4-l5 and l5-s1 interbody fusion. A size 10 femoral ring allograft was used at the l5-s1 disk space, and a size 12 femoral ring allograft was used at l4-l5. The femoral rings were packed with rhbmp-2/acs and the patient was flipped for posterior fusion. The patient underwent l4-s1 posterior spinal fusion using 3d tsrh instrumentation and right iliac crest bone graft. The patient ¿tolerated the procedure well and he was extubated in stable fashion¿. Intraoperative films interpretion as follows: ¿initial lateral film demonstrates unchanged appearance of intervertebral height loss and endplate sclerosis with associated osteophyte formation at l4-5 and l5-s1. Final films interpreted as ¿despite widening, the l5-sl interspace remains slightly narrowed. Persistence of endplate sclerosis surrounding l5-sl intervertebral disc. Facet sclerosis is identified at ls-s1, consistent with facet arthropathy. No spondylolisthesis is evident¿. Two days post-op, the patient complained of severe pain. The patient was discharged four days post-op with medication (oxycontin, percocet, valium, colace, senna). On (B)(6) 2007 the patient presented with burning, throbbing, stabbing pain and tenderness. On (B)(6) 2007 the patient presented for office visit ¿status post anterior and posterior l4 to s1 fusion. The patient reported doing well until five months postop when he went back to work and began experiencing more pain. At work, he felt that his back pain began to increase and both his legs. He only worked for two days before he had to go to the emergency room. Once in the emergency room, per the urgent recommendation of his ed physician and wife, the patient quit his job and stopped working. Despite this intervention, the patient said that his pain has been progressively worse since that time. He has taken medications, both percocet and soma, which has been ineffective in treating his pain. Currently he feels that the pain is 8/10, but the pain becomes incrementally better when he does not work and relaxes a lot. Now the patient feels that he has severe muscle spasm but no numbness. He said that he does experience some weakness and balance problems and some incontinence problems as well. The patient says that his back pain is more severe than his leg pain and starts in his buttocks traveling down the posterior part of his leg and is worse on the right side. The patient has a normal gait and interval weakness on toe walking. X-rays showed not interval changes¿.